Event description:
It was alleged that during an arthroscopic procedure, a fragment from the cannula fell unnoticed into the pt's knee. When the pt came in for follow-up, an MRI revealed the fragment.